Event description:
Additional information was provided that the patient had fever and their c-reactive protein (crp) increased to 5.32 without an increase in their white blood cell and the patient was admitted for infection control purposes, including the possibility of a cold. Computed tomography (CT) scan showed fluid accumulation around the cannula that had not been seen before. Although no bacterial cultures were found in the blood or pleural effusion, considering the risk of infection, the patient was treated with ampicillin and vancomycin and was switched to oral antibiotics. The patient continued to take oral antibiotics as an outpatient. It was noted that there were no findings in the culture results or gallium scintigraphy results and there was nothing that can be determined to be an obvious infection. The patient was discharged on (B)(6) 2024.

Manufacturer narrative:
Section d4: model and catalog numbers corrected. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a suspected ventricular assist device (vad) infection and was treated with drug therapy.